Manufacturer narrative:
The MFR svc rep performed an on-site investigation. The interconnect cable was replaced. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9900 sys c-arm would intermittently lose power. No pt injury was reported.